Event description:
It was reported that during the elective generator replacement procedure, the right ventricular (rv) lead was checked and the lead showed decreasing lead pacing impedance, and subsequent low impedance. Of note, the lead had a history of decreasing impedance. The lead remains implanted and in use with the new device. Additionally, the patient has chronic atrial fibrillation (af) and the atrial lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the elective generator replacement procedure, the right ventricular (rv) lead was checked and the lead showed decreasing lead pacing impedance, and subsequent low impedance. Of note, the lead had a history of decreasing impedance. The lead remains implanted and in use with the new device. Additionally, the patient has chronic atrial fibrillation (af) and the atrial lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# (B)(4). Lead the actual device was not received for analysis; however, performance data was received from the device. Analysis found the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Concomitant medical products: explanted: (B)(6) 2013, product ID 4592-45 lead, implanted: (B)(6) 2000, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID p1501dr implantable pulse generator (ipg) implanted: 2007 (B)(6), explanted: 2013 (B)(6); product ID 4592-45 implantable pacing lead implanted: 2000 (B)(6), explanted: 2013 (B)(6). (B)(4).